Event description:
It was reported there was a hole in the catheter. No harm reported. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed. The cause of the damage was determined to be related to use of the device. One 4fr s/l powerpicc solo was returned for investigation. The returned sample revealed evidence of use. What appeared to be tape residue was observed on the catheter. The printing on the extension leg was worn. The catheter extended to the 38cm depth mark. A semi-circumferential crease was observed in the s/l catheter tubing between the 3 and 4 cm depth marks. A 2mm longitudinal split was observed at the terminus of the kink in the tubing. A tactual investigation revealed that the tubing had the tendency to kink across the crease that was found in the tubing. The crease observed in the catheter indicates that the tubing was placed in a location that was susceptible to kinking. The repeated kinking of the catheter most likely stressed the tubing to the point where the catheter material began to split. The product IFU indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. A lot history review (lhr) of recw1442 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw1442 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there was a hole in the catheter. No harm reported. No other information was provided.